Event description:
Affiliate reported that there was a breakage of the silicone housing and the device needed to be replaced. It was replaced in 2008.

Manufacturer narrative:
Historically for complaints of this nature, visual examinations of the returned valves have found cuts or tears in the silicone housing caused by contact with sharp instruments during a surgical procedure or bending of the silicone housing during an implant or ex-plant procedure. Reviews of the device history records have found discrepancies. The instructions for use, which accompany the valves caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A correction action was put in place by developing a new mold housing, which was designed to add a thicker wall resistance. By creating the mold housing it should help to reduce propagation of small cuts and tears. A follow up report will be filed if the investigation of this device reveals a result different from that which is stated above or, if any further info regarding the cause or mode of failure is made available. Otherwise, the complaint is considered closed at this time.